Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time

Event description:
It was reported that there is a break in the catheter at the port stem. There was no reported patient injury.

Event description:
It was reported that there is a break in the catheter at the port stem. There was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The appropriate fields were updated accordingly. Manufacturing review: a complete DHR was not available because the corporate lot number is unknown. The sample returned was one ti lp port with 8 fr s/l groshong catheter. Visual and microscopic evaluations were performed of the physical sample. A complete break of the catheter is observed 42 mm distal of the proximal catheter end. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Therefore, the investigation is unconfirmed for break and confirmed for flexural fatigue. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4).